Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed and yielded 650 cc of fluid. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and a sign of char was found on the dome of the catheter. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Regarding the char observed, the root cause of this could not be determined since the catheter was found within specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. In addition, the root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/09/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. It was discovered on visual inspection on the day the device was received that char was on the distal end of the tip dome. Additional information was received on the lab finding. There were no errors pertaining to the catheter or flow issues that were noted. The catheter was used in power control mode at 30 watts with a cutoff temp of 45°c. Anticoagulant was not used because ablation was in the right ventricle. There was no information that there are any lasting effects from the char on the patient. Biosense webster inc. Has reassessed the reportability of char-related events and has determined that these events, which were previously reported as malfunctions, are ¿not reportable.¿ the FDA has provided documented concurrence with this assessment. Char is a physical phenomenon of rf and can be the normal result of an ablation process. The presence of char on the tip dome does not represent a serious injury in itself nor is necessarily the result of a device malfunction. (B)(4).